Event description:
It was reported that the unit had a primary alarm failure. There was no patient involvement at the time of the event. No patient or user harm reported. The customer stated that the unit was giving an error code 1102 (primary alarm failed). When the primary audible alarm test fails for either speaker, alarms are annunciation using both the primary and backup audio devices. The remote support engineer (rse) informed the customer of the following: listen for audible sound from the speakers, verify that the speakers are connected, verify that the braided wires are not touching the speaker housing, verify that the resistance of each speaker is 6.8 to 9.2 o, replace speaker #1 (mc pcba), replace speaker #2 (pm pcba), replace the cpu pcba. The customer requested the part number and price for speaker assembly. The rse provided the customer with part numbers. Further information is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer was unable to specify how the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, a supplemental report will be submitted.